Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe assembly, lot number 179155, and identified the presence of a thin strand of plastic filament in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 25.0 mm in length and 0.25 mm in width. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
A bayer representative reported the following: the customer reported observing a plastic wire inside the CT syringe barrel. No injury or adverse event was reported. No additional information was provided.